Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that due to the loss of readings on her device, pt removed sensor. Upon removal of sensor, pt discovered that sensor had become detached and was resting on her skin. At the time of her call to dexcom technical support, pt was doing fine.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.